Manufacturer narrative:
Based on the provided device information, it was noted that the reported screws were made of pure titanium and do not contain chromium nor nickel. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a surgery due to a fracture and synthes devices were implanted.

Manufacturer narrative:
Patient¿s date of birth and weight are not available for reporting. Date of post-operative allergic reaction development is unknown. Additional device product code: kwq. Explant date: unknown. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). A device history record (DHR) review was performed for part # 406.018, lot # 9845087: manufacturing location: (B)(4), manufacturing date: 22. Feb. 2016: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was implanted initially on (B)(6) 2016 with screws and a plate. Postoperatively on an unknown date the patient got an allergic reaction related to chromium and nickel. No further information about patient status. This report is for one (1) 4.0 mm ti cancellous bone screw fully threaded/18 mm. This is report 1 of 5 for complaint (B)(4).